Event description:
Patient was originally implanted on november 18, 1998. The pt returned to the implant center in late december for his initial device fitting session. Although his impedance levels were high and the center initially had difficulty obtaining lock, link was established and patient was able to respond on low amplitude levels. The center was recently informed by the child's parents that over the last several weeks there have been consistent problems in obtaining link between the implant and the external system components. Patient underwent revision surgery on february 17, 1999 and was reimplanted with another clarion device.